Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection (right). Revision njr number: (B)(6). Primary asa: p2 - mild disease not incapacitating.